Event description:
It was reported, through a medwatch report, that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing. No changes were notified to have been performed. This device remains in service. No further adverse patient effects were reported.